Event description:
It was reported that the patients leads had high impedance. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads were discarded per hospital policy.

Manufacturer narrative:
D2b: lgw - qrb. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: 7075510. UDI: (B)(4).